Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : 146964. H6 patient code: no code available (3191) used to capture the surgical intervention.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dec 27, 2017: pfs and medical records received. Pfs alleges muscle weakness. After review of medical records for MDR reportability it was reported that the patient was revised to address fracture of the liner due to fall. Revision note stated, the liner showed evidence of damage to the rim of the acetabulum. There was severe metallosis but no evidence of infection. Radiograph demonstrates catastrophic failure of the polyethylene insert. Doi: (B)(6) 2012 : dor: (B)(6) 2016 (right hip 3rd revision).

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges elevated metal ions.